Event description:
It was reported that this insertable cardiac monitor (icm) device had reached recommended replacement time (rrt) battery status earlier than expected and had not met the projected longevity. The boston scientific field representative requested technical services (ts) to have the data from the icm device analyzed. Boston scientific engineering analysis of device data indicates the battery voltage began falling unexpectedly a few days before the rrt condition occurred. Ts discussed a large number of events had been stored and transmitted, since implant, by this icm device. However, the large number of stored events did not explain the reported battery condition. No adverse patient effects were reported. This icm device remains implanted at this time. Additional information from boston scientific field representative indicates the clinic plans to explant this icm device, but the procedure has not been scheduled at this time. No other actions were taken or are planned.

Manufacturer narrative:
This insertable cardiac monitor (icm) device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. A review of the icm device data indicated accelerated battery depletion and the presence of low-voltage measurement faults. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis; however, no battery related failure was found. Analysis results confirmed the battery to be depleted but the cause of the observed condition could not be determined.

Event description:
It was reported that this insertable cardiac monitor (icm) device had reached recommended replacement time (rrt) battery status earlier than expected and had not met the projected longevity. The boston scientific field representative requested technical services (ts) to have the data from the icm device analyzed. Boston scientific engineering analysis of device data indicates the battery voltage began falling unexpectedly a few days before the rrt condition occurred. Ts discussed a large number of events had been stored and transmitted, since implant, by this icm device. However, the large number of stored events did not explain the reported battery condition. Additional information from boston scientific field representative indicates the patient underwent a surgical procedure to have their icm device explanted and replaced with a new icm device. No adverse patient effects were reported. The icm device was returned, and analysis was completed.

Event description:
It was reported that this insertable cardiac monitor (icm) device had reached recommended replacement time (rrt) battery status earlier than expected and had not met the projected longevity. The boston scientific field representative requested technical services (ts) to have the data from the icm device analyzed. Boston scientific engineering analysis of device data indicates the battery voltage began falling unexpectedly a few days before the rrt condition occurred. Ts discussed a large number of events had been stored and transmitted, since implant, by this icm device. However, the large number of stored events did not explain the reported battery condition. Additional information from boston scientific field representative indicates the patient underwent a surgical procedure to have their icm device explanted. No adverse patient effects were reported. The explanted icm device has been returned, and analysis is being performed at this time.

Event description:
It was reported that this insertable cardiac monitor (icm) device had reached recommended replacement time (rrt) battery status earlier than expected and had not met the projected longevity. The boston scientific field representative requested technical services (ts) to have the data from the icm device analyzed. Data analysis is ongoing at this time. Ts discussed a large number of events had been stored and transmitted, since implant, by this icm device. However, the large number of stored events did not explain the reported battery condition. No adverse patient effects were reported. This icm device remains implanted at this time.

Manufacturer narrative:
This report is being submitted to communicate additional information that was received and to correct the evaluation method codes (field h6), evaluation result codes (field h6) and evaluation conclusion codes (field h6) from section h, device manufacturers only.

Event description:
It was reported that this insertable cardiac monitor (icm) device had reached recommended replacement time (rrt) battery status earlier than expected and had not met the projected longevity. The boston scientific field representative requested technical services (ts) to have the data from the icm device analyzed. Boston scientific engineering analysis of device data indicates the battery voltage began falling unexpectedly a few days before the rrt condition occurred. Ts discussed a large number of events had been stored and transmitted, since implant, by this icm device. However, the large number of stored events did not explain the reported battery condition. Additional information from boston scientific field representative indicates the patient underwent a surgical procedure to have their icm device explanted and replaced with a new icm device. No adverse patient effects were reported. The explanted icm device has been returned, and analysis is being performed at this time.